Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has a lot of trouble with not feeling stimulation. The patient noted that the implantable neurostimulator does not stimulate like it did with her previous implantable neurostimulator. Since implant, the patient has been having this issue. The patient recalled that she got an infection that built up around the stimulator sometime in 2015 after implant and she had to get put on antibiotics to manage the infection. They left the implantable neurostimulator implanted, but since then, she has felt that sometimes she does not feel stimulation. On the day of the report, the patient was getting an informational power on reset message on her patient programmer starting on the day of the report. The patient stated that her implantable neurostimulator battery is low. The patient was able to successfully clear the informational power on reset message and turn stimulation on. It was reviewed that the patient should charge the implantable neurostimulator. There were no further complications reported or anticipated.